Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not responding. The customer¿s blood glucose level was 250 mg/dl at the time of incident and other relevant blood glucose level was 298 mg/dl. Customer also experienced high blood glucose level. Customer treated their high blood glucose with bolus and manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was inactive. Customer did no alleging insulin pump was under delivering. Customer also reported that the tubing had air bubbles of 8 inch wide. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.